Event description:
It was reported that post device releasing the patients pressure dropped and effusion was observed. It was noted that there was difficulty releasing the device from long tether mode and difficulty getting the helix to grab into tissue. The doctor performed a pericardiocentesis and insert a chest tube. The patient was then monitored but was stable leaving the ep lab the next morning.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Event description:
It was reported that post device releasing the patients pressure dropped and effusion was observed. It was noted that there was difficulty getting the helix to grab into tissue. The doctor performed a pericardial centesis and insert a chest tube. The patient was then monitored but was stable leaving the ep lab and the next morning.